Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed through review of photographs and visual inspection. The device exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off. The fragment was not returned, but is referenced in photographs. Device history record was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tibial articular surface provisional was fractured. Attempts have been made and additional information on the reported event is unavailable at this time.